Event description:
A customer reported that leakage occurred from the cassette before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The cassette was tested in returned condition. A console representing the current software version was used to test the sample. The sample failed priming and calibration generating system message code (smc). The received signal amplitude (rsa) value was found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code if the value decreases below a threshold limit at any point during priming or surgery when the intraocular pressure (iop) function is enabled. This system event can result in the customer's experience. The cassette was tested for any leakage and no leakage was detected. The investigation determined the likely complaint was for a working failure of the cassette and not leakage based on the results of the evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation found the root cause of the customer's complaint is related to a low rsa value associated with the cassette. Dimensional features associated with the manufacturing process could contribute to low rsa. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).